Manufacturer narrative:
Voluntary medwatch MDR report #: mw5153167.

Event description:
Voluntary medwatch form received notes that a patient presented with noise on the atrial lead. The physician elected to explant and replace the atrial lead. No additional adverse patient effects were reported.